Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface, catalog#: 00596403210, lot #: 62879636; palacos bone cement, catalog #: 660177772, lot #: 79910088; unknown nexgen femoral component, catalog #: unk, lot #: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, patient underwent revision of tibial component due to loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correct information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
After further evaluation, this device was determined to not have caused or contributed to the event.

Event description:
No further event information available at the time of this report.